Event description:
The territory manager reported via phone call that they are unable to download the insulin pump and are receiving an error message link device was found but insulin pump is not responding. It was attempted to create a new profile but the same error was received. No error alarms found in the alarm history and the insulin pump passed the selftest. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the selftest however, a displayable history check failed on startup alarm was found in the alarm history file due to corrupted history file. Insulin pump unable to download to the carelink software due to error alarms in alarm history screen. Devise received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.